Event description:
It was reported the patient has had a device for a number of years prior to the report and it had never been checked. It was reported that the device did not work anymore. The patient had turned off the device and could not locate the battery pack that turned the device on/off. It caused a great deal of pain in the patient¿s lower back. The patient stated they had a ¿very heavy feeling¿ and inquired about having the device explanted. No intervention or outcome was reported. Follow up was conducted to obtain this information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 748966, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748966, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3998, lot # j0519451v, implanted: (B)(6) 2005, product type lead; product ID 7435, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient. (B)(4).